Manufacturer narrative:
No patient involvement. A medtronic representative went to the site and found the door could not be opened/closed. The dingus was misaligned and one half moon screw broken. He changed door cable. This resolved the issue.

Event description:
A medtronic representative reported that the door winch cable was loose and had no tension. He found that the customer had used manual door opening incorrectly during a training session. One of the black plastic pieces that guides the door winch cable was broken and found inside the gantry. They had closed the door mechanically with the t handle tool in. No patient involvement.